Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6) year-old, female patient who was receiving lioresal (concentration, dose and lot number unknown) via an implantable pump for intractable spasticity. The patient's medical history and concomitant medications were unknown. On (B)(6) 2016, during a refill, the expected reservoir volume (erv) was 4.9cc and the physician withdrew 32cc. The patient was still on oral baclofen and seemed fine. No patient symptoms were reported. The patient was to return on (B)(6) 2016 to evaluate the pump contents and the patient's spasticity. The physician was unaware of any environmental, external or patient factors that may have led or contributed to the event. No troubleshooting was performed and no interventions were taken. As of 2016-05-19, the issue was not resolved. The patient's status was reported as "alive - no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.